Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level at time of incident was 421 mg/dl and 351 mg/dl and treated manual injection. Troubleshooting was declined for high blood glucose. The customer also reported that there was leak in the tubing. The insulin pump will not be returned for analysis.